Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient had frequent ipg charging. Ipg data base analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had frequent ipg charging. Ipg data base analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo ipg replacement.